Event description:
It was reported that this patient experienced syncope and septic shock, which led to being unresponsive. Upon review of the episodes, it was noted that the patient experienced dual arrhythmia, where the patient exhibited atrial fibrillation with ventricular tachycardia. The patient's condition led to an undersensing of both the right ventricular (rv) and right atrial (ra) leads and overpacing on the rv lead as a result of the loss of capture. Additionally, some signals oversensed on the ra lead to inappropriate atrial tachycardia response (atr) episodes. Further evaluation was recommended. At this time the pacemaker system remains in service and no additional adverse patient effects were reported.